Manufacturer narrative:
Catalog number and lot code of other device listed in this report: cat. No.: 6570-0-536, delta v-40 ceramic head 36/+2,5, lot code: 46673103. Cat. No.: 540-11-54f, trident psl ha solid back 54mm, lot code: 46488801. Cat. No.: 6721-0635, size 6 accolade ii 127 deg, lot code: 45553207. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Patient underwent pe liner and femoral head exchange with wash-out following primary tha.

Event description:
Patient underwent pe liner and femoral head exchange with wash-out following primary tha.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding revision surgery involving a trident liner was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.